Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12821. It was reported the patient experienced ineffective therapy. Diagnostics indicated one of the leads had high impedance on all contacts. X-rays discovered the lead fractured. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient's left s1 lead was explanted and replaced to address the issue. Effective therapy was established post-operatively.